Event description:
It has been reported to philips that, the system would not start. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was stuck at 00:00 and does not start. The review of log files shows malfunctioning flex vision pc. Upon functional testing, fse found that there was communication issue with flex vision. To resolve the issue, the fse plugged and unplugged the communication cable. As a proactive measure, fse replaced the flex vision pc and hard disc. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.